Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. As more than 6 and a half years have passed since the device was delivered, the likely cause of the worn out latch of the video connector receiver is due to repeated use. Subsequently, causing the unstable connection with the electrical contacts and the image to become unstable when the cable is moved. The device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board and it is the likely cause of the defective dr board failure is due to failure of the operational amplifier. The design of the dr board was changed and countermeasure products have been shipped after june 13, 2018 as stated on the instructions for use and as a preventive measure: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the asset device found no image when used with 180 series endoscopes due to a defective patient board set and an unstable image when the video cable is manipulated due to a worn out lock latch on the video connector. Additionally, there were deep scratches on the external housing/top cover. The front panel was discolored/faded and a software upgrade to the current software version is recommended. The asset was repaired to standard specifications and returned to asset stock. A review of the asset's history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center was found to have no image with 180 series endoscopes and an unstable image when the video cable is manipulated. There was no report of any problems associated with the unit and there was no patient injury, harm or involvement reported.